Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. After a non-bsc guide wire passed through the lesion, a 4.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation; however during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 5mmx60mm sterling balloon catheter. No patient complications were reported and the patient's status was good.